Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had as some point dislodged and ended up in the ra (right atrium). The lead was revised and remains in use. No patient complications have been reported as a result of this event.